Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis of the device cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. Additional information received indicated that there were no difficulties during the procedure that could have contributed to the headache and the headache did not result in the worsening of the patient¿s condition. Headaches can be deemed anticipated in nature with such procedures; therefore, a root cause of anticipated patient complications has been assigned to the event.

Event description:
The patient underwent successful stent assisted embolization of the anterior communication artery (acom) aneurysm. One microcatheter (subject device) and then another of the same microcatheter along with the guidewire used during the procedure. The next day post procedure, the patient had a headache, which was treated with medication (not specified). One month later, the event was resolved with no residual effect. The event was reported as related to the wire and catheters used during the procedure. It was confirmed that there was no perforation.

Manufacturer narrative:
The device was disposed in the facility.

Event description:
The patient underwent successful stent assisted embolization of the anterior communication artery (acom) aneurysm. One microcatheter (subject device) and then another of the same microcatheter along with the guidewire used during the procedure. The next day post procedure, the patient had a headache, which was treated with medication (not specified). One month later, the event was resolved with no residual effect. The event was reported as related to the wire and catheters used during the procedure. It was confirmed that there was no perforation.